Manufacturer narrative:
Additional information, b5: upon follow-up it was reported that antibiotic treatment with vancomycin injection and ceftazidime injection was discontinued. At the time of this report, the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd fluid. The same day as the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. Two days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from cloudy pd fluid (on an unknown date); however, was recovering from peritonitis. The patient was retrained on the proper aseptic technique. Pd therapy was ongoing.